Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured at 6 atmospheres. The procedure was completed via alternative method. There were no patient complications.